Manufacturer narrative:
The referenced report of previous distal end percutaneous lead repair is covered under medwatch MFR report # 2916596-2016-00765. Approximate age of device ¿ 5 years and 7 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. No further information was provided. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system produced low speed advisory alarms on (B)(6) 2017. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the reported low speed advisory alarms. X-ray images did not reveal any obvious areas of concern externally; however, internally there appeared to be thinning in the shielding indicating there might be some shield breakdown. The patient had a previous distal end percutaneous lead repair on (B)(6) 2016. On (B)(6) 2017, the manufacturer¿s technical service representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a grounded power module patient cable with no immediate issues; however, additional low speed advisory alarms were reported on (B)(6) 2017. An ungrounded patient cable was provided to the patient. No additional information was provided.

Manufacturer narrative:
The replaced external portion of the percutaneous lead (lead) and the explanted pump were returned for evaluation. The report of low speed advisory alarms was confirmed based on the evaluation of the submitted log file. The log file captured low speed operation events while the patient was supported on the power module. Although, the log file evaluation could not conclusively determine the specific cause for the low speed operations, these events appear consistent to a potentially compromised wire in the lead. However, the suspected percutaneous lead damage was not confirmed. Approximately 25.5 inches of the external portion/distal end of the percutaneous lead was returned. A percutaneous lead repair site was present. The repair site was disassembled and no problems were found. No damage to the outer jacket, bionate, metal shielding, or wires was observed. The pump was returned assembled with the percutaneous lead (lead) severed approximately 3 inches from the pump housing. The severed portion of the lead, the sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. No damage to the outer jacket or bionate was observed. The metal shielding appeared to have completely broken down and was missing. However, no damage to the wires was observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The percutaneous lead sections were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. It was reported that the patient began to decompensate after they underwent the pump exchange and experienced right ventricular failure. The patient expired on (B)(6) 2017. No issues were reported with the new pump. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad pump device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: after the percutaneous lead (driveline) replacement, the lvad system continued to have low speed advisories and the patient underwent a pump exchange on (B)(6) 2017. After the pump exchange, the patient began to decompensate, experienced right ventricular failure and was placed on inotropes. The patient then developed global hypokenesis of the left ventricle and acute kidney injury. The patient progressed to acute respiratory failure and was intubated. The patient was unable to maintain perfusion despite intervention. The family decided to withdraw care and the patient expired on (B)(6) 2017.